Manufacturer narrative:
(B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during preparation for a rotational atherectomy procedure, deformation occurred. During pre-test, outside of the patient, the physician noticed the rotawire guide wire appeared to be "lifted". The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good. However, the returned product analysis revealed that the guide wire fractured.

Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during preparation for a rotational atherectomy procedure, deformation occurred. During pre-test, outside of the patient, the physician noticed the rotawire guide wire appeared to be "lifted". The procedure was completed with another of the same device. There were no patient complications reported and the patient status is good. However, the returned product analysis revealed that the guide wire fractured.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the visual and tactile inspection was performed and the device presents a fracture 193.8 cm from the distal end. All the outer diameter measurements are within the specifications. The fractured section was sent to the (B)(4) for analysis. As per (B)(4) results the failure occurred due to a mechanical cut. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. All gathered information has been reviewed and a root cause could not be determined. (B)(4).